Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited perforation and was confirmed by echo. In addition, this lead was newly implanted, and the patient went to the emergency room (ER) the following day after to report of pain. This lead was surgically repositioned without pericardial window needed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited perforation and was confirmed by echo. In addition, this lead was newly implanted, and the patient went to the emergency room (ER) the following day after to report of pain. This lead was surgically repositioned without pericardial window needed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6: evaluation conclusion codes.